Manufacturer narrative:
The reported failure of check leak and active exhalation proport valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging that the father of a patient reported a high vte alarm on a trilogy100 ventilator, u.s.a. The alarms reportedly persisted even after switching out the circuits. There was no allegation of patient harm. The device was not reported to be in patient use at the time of the event. The trilogy100 ventilator, u.s.a. Was returned to the manufacturer¿s service center for evaluation. The reported complaint could not be confirmed. The device was powered on and operated for several minutes, during which it functioned as expected and no alarms were observed. The technician disassembled the device to inspect the internal tubing, and no issues were identified. The device was then tested and failed the check leak and active exhalation proportional valve test steps. The root cause was determined to be related to the active exhalation control module (aecm). The aecm was replaced; however, the device again failed the check leak and active exhalation valve portions of testing. Troubleshooting was performed, and no issues could be identified. The device was subsequently retested and passed all testing. During the evaluation, it was also noted that the base enclosure screw-boss mounts were cracked or broken. The base enclosure, including the warning label, faa label, serial number label, mr unsafe label, and device feet, was replaced due to physical damage and broken screw-boss mounts.